Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the transmitter did not blink when connected to the sensor. The customer's blood glucose level was 45 mg/dl. The customer treated with juice. During troubleshooting, the customer was able to reconnect her old transmitter to the new sensor and it worked. The customer was advised that the new transmitter would be replaced. The insulin pump was not replaced or returned.